Event description:
The customer contacted baxter?s technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during drain 3 of 6. The caregiver (cg) stated that the home patient (hp) disconnected to use the restroom. The cg stated that she did not close the transfer set before disconnecting. The cg stated after the hp reconnected the se 2240 alarm came up. The tsr advised the cg to end therapy and start over with new supplies. They would finish with manuals. The tsr advised the cg to contact the registered nurse (rn) about possible exposure to unsterile air. The cg ended therapy for that night and would call the rn in the morning. The hc was operational. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error - patient disconnected from set. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.